Event description:
After removal from the packaging, the physician found stent completely dislodged from the balloon. It was noted that there was no damage to the packaging. The product was stored correctly. It was noted that the product was removed from the packaging by the hub. The tip was covered by its protective tubing when the package was opened. There was no damage noted to the distal tip noted. There was no mishandling of the product. Another stent delivery system was used to complete the procedure.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.